Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.00mm x 28mm stent delivery system was returned for analysis. Examination of the device identified stent damage. Stent struts in the proximal to mid-section lifted from the crimped stent position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-feb-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending. Following pre-dilatation with a 2.5x15 non-bsc balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the device could not cross the lesion due to calcification. The procedure was completed with a non-bsc device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a stent damage.